Event description:
During a follow-up, the device was found in backup vvi mode. Technical support was contacted and recommended that the device be replaced. The device was explanted and replaced to resolve the event. The patient was stable following the procedure.

Manufacturer narrative:
Analysis indicated device went into backup operation in the field resulted from uncorrectable non-maskable interrupt error. After reloading the product code, electrical and mechanical tests indicated the device exhibited normal functionality and the battery voltage was at near beginning-of-life level. Device was monitored under the load for two weeks and backup condition could not be reproduced. Cold temperature soaking was performed, which indicated cold temperature had no effect on the device. Field information was requested for suspected external sources of energy to help explain the hardware reset that leading to backup operation, but none was available at the time of the analysis. There were no anomalies found that would have contributed to the backup operation seen in the field.